Event description:
The customer contacted philips healthcare to report that the device cannot sense and display the paced ECG but the mp40 did. There was no reported pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.